Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string was inside the applicator barrel and inaccessible to aid in the removal of the tampon after insertion. She experienced this with two tampons and noticed approximately half the box was affected. She was able to manually remove the tampons and did not seek medical assistance. No further information has been received.